Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the issue was not determined. There were no actions taken to resolve the issue at this time, the patient was instructed to record for reference. The issue has not been resolved, and has occurred twice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported to clinic and to a manufacturer representative (rep) today that pt is hearing a "trilling" sound coming from their implant. The first incident happened mid november and 2nd incident happened end of november. For the 2nd incident, pt stated they turned therapy off, sound continued but then turned off when pt turned therapy back on. Technical services reviewed that the implant doesn't have any components internally that would make sound. They reviewed to have patient continue to search house for other potential objects that could make noise. No symptoms were reported.